Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device - expiry date: 10/2013, manufacturing date: 10/2010, (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, migrated, perforated the right atrium, and embedded in the ivc. Furthermore, it was alleged that the filter struts detached, migrated, and became embedded in the patient¿s right atrium. Additionally, it was alleged that the patient experienced pain. The device has not been removed after two attempted but unsuccessful percutaneous removal procedures. Some filter struts were removed percutaneously after an initial attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, migrated, perforated the right atrium, and embedded in the ivc. Furthermore, it was alleged that the filter struts detached, migrated, and became embedded in the patient¿s right atrium. Additionally, it was alleged that the patient experienced pain. The device has not been removed after two attempted but unsuccessful percutaneous removal procedures. Some filter struts were removed percutaneously after an initial attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight months post filter deployment , patient underwent an unsuccessful attempt of ivc filter retrieval. The ivc filter fractured with a limb migrating to the right atrium and one into the dorsal aspect of the inferior vena cava, likely embedded in the inferior vena cava wall. Therefore, the investigation can be confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc and filter migration. Additionally, the investigation is inconclusive for retrieval difficulties as there is no information regarding the retrieval procedure in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use warnings: movement, migration, fractures or tilt of the filter are known complications of vena cava filters. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters. Exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Detachment of components. Perforation or other acute or chronic damage of the ivc wall. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2013), (device code: 4001).